Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a non-tortuous, non-calcified lesion located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred during subsequent inflation and the balloon would not deflate at the lesion site. It was stated that the balloon slightly deflated but did not fully deflate. After aspiration using a large syringe, the device was able to be pulled out of the body safely. It was noted that the device would also not deflate outside of the body. The patient was reported to be alive with no further injury.

Manufacturer narrative:
Additional information: 14 atm of pressure was applied during inflation. No difficulties were noted on inflation of the device. The device was not moved or re-positioned in the lesion while inflated. After multiple aspiration attempts using a large syringe, the device deflated gradually and was able to be pulled out of the body safely. The concentration of contrast/saline used was 50:50. Device evaluation summary: device returned for evaluation. The device returned with the balloon partially inflated. Bunching was evident to the inner member immediately proximal to the distal tip. The proximal balloon bond was necked. It was not possible to inflate the balloon due to the necked bond, however, when pressure was applied, the proximal balloon bond slightly expanded. The balloon did not deflate when negative pressure was pulled. It was therefore not possible to perform deflation testing. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.